Event description:
It was reported that the device displayed an unknown communication error. No information was provided to determine whether it was an iui communication error or an interoperability error. There was no patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced force sensor, front cover, rear case, barrel clamp, left/right handle, left/right iui, and tube drivearm. A review of the device history record for (B)(6) was performed from date of manufacture 02/04/2015 to the present date 10/16/2020 and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device displayed an unknown communication error. No information was provided to determine whether it was an iui communication error or an interoperability error. There was no patient involvement.